Event description:
It was reported that during a lap gastrectomy procedure, the staples were found not to be formed well during an air leak test. It was not reported how the procedure was completed. There were no adverse consequences for the patient. The device was discarded.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.